Event description:
The report received from the affiliate indicated that during an interventional procedure the cypher select plus 3.0 x 23 mm stent did not cross the proximal left anterior descending (lad) target lesion after pre-dilating the lesion twice. The stent delivery system (sds) was removed and the lesion was pre-dilated a third (3rd) time. The sds still did not cross and was removed. When the sds was inspected after removal, the stent was off-set approximately ten (10) mm off of the sds balloon. Another cypher select plus stent of the same size was then used and passed easily. There was no reported pt injury.

Manufacturer narrative:
Add'l info obtained indicated the product was inspected prior to use and appeared to be normal. The product was prepared properly according to the IFU. The proximal lad target lesion was reported to be heavily calcified. The lesion was being treated by v-stenting technique with the left main and circumflex coronary arteries. There was no reported problem in treating the other lesions. No add'l info is available. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.